Event description:
It was reported that a user experienced hyperglycemia after waking, associated with coffee intake with milk and a heavy pasta and bread meal the prior evening, while using the ilet with a dexcom g7, and the user typically does not announce for coffee; fingerstick measured 257 mg/dl and cgm measured 317 mg/dl, and calibration was performed. Symptoms included elevated blood glucose without reported systemic symptoms. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no hospitalization. Investigation included product history review, review of available data, and user interview and education focused on meal announcement practices and infusion set considerations. Investigation of this case revealed steady glucose trends without evidence of infusion set occlusion, and use-related factors including under-announcement for the prior meal and lack of announcement for coffee as likely contributors. It was concluded that the event was related to use-related factors, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.